Manufacturer narrative:
Concomitant medical products: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 20-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. It was reported that five months later a CT scan identified a limb occlusion. The left stent graft limb and the bifurcated stent graft had thrombosed from the bifurcation to the end of the iliac limb. Intervention was carried out the following day. The clot was removed from the stent graft limb and the limb was them lined with a 16x10x124 endurant iliac limb. In addition, a 16x10x93 limb was placed above the bifurcation and a 16x16x82 limb placed in the right iliac above the bifurcation. The top of both limbs were at the same level. The occlusion was resolved with good flow reported. Per the physician, the cause of the event was due to patient anatomy; small vessels and a tight aortic bifurcation. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.